Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions to reload the original cartridge onto the pump and successfully resumed insulin delivery.